Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013549 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1013549, test base part number 191-430 / lot 1013549. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013549 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses all patients since identifying demographics were not provided. The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on unknown sample types. It is unknown if repeat testing was performed. It was reported confirmation testing of the samples was performed on abbott alinity pcr and generated negative results. CT values were not provided. The customer also reported ten (10) false positive results with the ID now covid-19 assay performed later on (B)(6) 2021. Multiple unsuccessful attempts were made to obtain information regarding the event, patient information, swab types, and patient outcome. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue however it could possibly be related to specific patient sample, cross contamination, or environmental contamination. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.